Event description:
The customer reported that after powering up the unit to use on a pt, the unit generated an "electrical test failure code #57" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.